Event description:
It was reported that there was a separation between the female connector (navy blue) and the main body (light blue) of an unspecified quantity of minicap transfer sets; further described as ¿twist- navy blue end turning away from light blue end¿. Additionally, there was difficultly in disconnecting the patient line of the homechoice cassette from the female connector of the transfer sets. This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: this occurred on unspecified dates "over the past few months". E1: initial reporter address: (B)(6). E1: additional initial reporter phone no. Is (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.